Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issused. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), and ext (extended) high ppeak (peak pressure) while using the avea ventilator. The customer reported an audible alarm was present at the time of the event. The issue occurred during pre-use check. At this time, there is no report of patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab received the suspect gde (gas delivery engine) for evaluation. The failure analysis lab representative was unable to duplicate the customer's reported issue of ext high ppeak (extended high peak pressure) and vent inop (inoperable) alarms. Upon investigation, the faulty gde was found to be out of calibration for the regulator/relay balance, however the device was able to adjusted back into specification. Due to the lack of a root cause being identified, no component and symptom trend has been identified indicating the event to be an isolated incident.